Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: sion, guide cath: heartrail. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a 75% stenosed lesion in the distal right coronary artery with moderate tortuosity and heavy calcification. The xience prime stent was deployed; however, the stent was not fully apposed to the vessel wall. The 3.5 x 15 mm nc trek balloon was advanced for further dilatation, but resistance was noted with the xience prime stent, and the balloon catheter shaft kinked. A non-abbott balloon catheter was used successfully. There was no damage to the xience prime stent during the attempts to advance the nc trek. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.